Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant device(s): nim mainframe, identifying information unknown. (B)(4) the products have not been returned for analysis.

Event description:
This complaint originates from a retrospective study of patients who underwent thyroid surgeries, namely, hemithyroidectomy and total thyroidectomy. The literature is titled: "thyroid surgery and the usefulness of intraoperative neuromonitoring, a single center study", journal of investigative surgery, 28, 86-94, 2015. The study included 71 cases where ionm with medtronic devices was used. Two patients who had transient injuries demonstrated by hoarseness were confirmed on direct laryngoscopy with a paresis of one vocal cord. With speech therapy, the paresis resolved. No device malfunctions were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.